Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (10mg per ml at 4 mg per day) via an implantable pump for spinal pain. It was reported that the patient's pump tilted forward when the patient sits.  The environmental, external, patient factor that may have led or contributed to the issue was the pump location at fold in belly.  The pump pocket was revised.  The issue was resolved.